Event description:
Information received by medtronic indicated the customer had hypoglycemia. Blood glucose values was unknown. Customer visited urgent care. Troubleshooting was not performed. No further complications were reported. Product will not be returned for analysis. The customer will continue to use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information provided in the initial report in section b5 and in section h6 under health effect - clinical code and health effect - impact code were incomplete. The updated information was provided in section b5 and h6 with this report.

Event description:
Updated summary: customer reported falling due to a low. She had road rash all over her knee and her foot was hurt with soft tissue damage and bruises on her foot. She went to urgent care on november 18, 2022 at 09:00 for her foot. She did not remember what her blood glucose was but that her sensor glucose was under 70mg/dl at the time of the incident. Clinical territory manager had said that the settings were adjusted not per orders since pump and clinical territory manager set up. Clinical territory manager offered to provide assistance with settings change however, user stated she wanted to take a break with 770g system and return to her paradigm. Customer also mentioned had high blood glucose before with no mention of treatment. Pump was used at the time of the low incident. Per customer, sensor was used. It was unknown if auto mode was used or not.